Event description:
A customer reported an issue related to updating time, personal profile, or biq/ciq settings, which led to a low blood glucose level reading of 33 mg/dl. To address the low blood glucose level, the customer consumed cranberry juice and peanut butter/crackers and did not require assistance from a third party. Technical support assisted the caller with updating basal rate settings and advised checking in with the healthcare provider upon any setting changes, which the caller acknowledged and understood.